Event description:
Description of event according to complainant: the physician was accessing left femoral with ivc filter. Resistance was encountered and filter could not be advanced. Under fluoroscopy imaging, the filter was outside the wall of the sheath. A secondary leg was also outside of the sheath in the left femoral vein. The filter would not be pulled back into the sheath or deployed safely. Patient was taken to the operating room to have the filter removed via open procedure. Patient had 1 stitch in the vein after filter was successfully removed. The patient is in stable condition awaiting secondary filter placement.

Manufacturer narrative:
(B)(4). The evaluation of the complaint is based on the provided event description and two provided images from the procedure. The two images confirm that the filter is outside the introducer sheath and that four of the secondary filter legs are deformed, most likely after unsuccessful attempt of retraction back into the sheath. Under normal conditions, the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force due to tortuous anatomy, e.g. Through left femoral vein. If filter is advanced through a kinked sheath, the filter may exceed the sheath wall. Reference is made to the IFU - igtcfs-65-1-uni-celect: warnings filter placement: excessive force should not be used to place filter. No other complaints are registered on this specific lot number. There is no evidence to suggest that device was not manufactured according to specification. Monitoring of similar reports will continue.